Event description:
Customer reported experiencing symptoms of lightheadedness and dizziness and called life line. Customer stated, emt treated her with glucose tablets and transferred her to hospital,where she was treated with glucose tablets again. Customer reported both the emt and hospital informed her there is a coding issue with her freestyle freedom meter. Customer stated, she does not recall the diagnosis at the hospital.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note: customer admitted using her meter for over a year without calibrating it.